Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via e-mail that the customer's insulin pump was under delivering and had absence of no delivery alarm. Caller stated that the customer's insulin pump delivered one time and they have to restart it. Caller stated that the insulin pump did not alarm to alert them of the problem. Nothing further was reported.